Event description:
It was reported that the right ventricular atrial lead exhibited high impedance, noise and undersensing. The lead was explanted.

Manufacturer narrative:
Analysis found normal device characteristics.